Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that their desktop charger had a broken connector pin and the desktop charger would not stay in the recharger port. As a result of this issue the recharger would not charge and the patient could not charge their implantable neurostimulator (ins). The patient was in pain because they didn't have a charge in their ins. The patient was sent a replacement desktop charger but their recharger was still not charging. It was noted that the recharger connector was possibly damaged so the patient was sent a replacement recharger. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found broken connector pins.

Event description:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.